Event description:
A medtronic representative reported that the surgeon alleged an inaccuracy of 1mm to 3mm during a cervical spine case. There was no impact on patient outcome.

Manufacturer narrative:
The issue was resolved by downgrading the o-arm software to 3.1.0 and re-calibrating the system.